Event description:
During an implantation procedure the physician was displeased with how much bleed back he was getting from the hemostatic valve on the 9f oscor adelante peel-away introducer kit, he described them as "horrendous" and expressed his displeasure for how much bleeding they allow. The procedure was successful, and the product remains implanted. The peel-away introducer kit was used for the case, split and discarded as per the standard use of this product.

Manufacturer narrative:
No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The customer reported the physician was displeased with how much bleed back he was getting from the hemostatic valve. The product was discarded. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.